Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer's blood glucose level was not impacted by the event. Further information regarding the conclusion of this event was not provided.